Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon tore. The lesion being treated was located in the 100% stenosed proximal left anterior descending (lad) artery. The maverick2 monorail balloon catheter was not able to cross the lesion. The physician removed the balloon and noted that the tip had a tear. There were no reported patient complications. Patient status listed as "good."

Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.